Manufacturer narrative:
Correction: d9/h3: the bur was not returned. Additional information: h6: the quality investigation is complete. H3 other text : device not returned

Event description:
It was reported that during testing a broken bur was found in the attachment. This event did not occur during a surgical procedure; no patient involvement and no adverse consequences were reported.

Event description:
It was reported that during testing a broken bur was found in the attachment. This event did not occur during a surgical procedure; no patient involvement and no adverse consequences were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.